Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer had received an occlusion alarm. The customer's blood glucose (bg) level was 600 mg/dl. When a correction bolus was used in an attempt to treat the high bg another occlusion occurred. The customer was taken to the emergency room. The customer was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with an intravenous insulin/fluid drip. The bg level had decreased to 385 mg/dl. While changing the supplies on the pump the customer received multiple cartridge alarm 19s using multiple cartridges. The customer was managing diabetes with insulin injections and the intravenous drip. The contact did not know when the customer was released from the hospital and stated that the usb cable no longer charged the pump and a phone charger cable was being used to charge the pump.

Manufacturer narrative:
The reported cartridge alarm 19 was confirmed during device investigation. No device issue related to the reported occlusion was identified. The usb cable was not returned for investigation and reported issue could not be confirmed.